Event description:
Additional information received indicated that the patient's pacemaker became warm when in the car and flesh was removed from the pocket. It was also noted that the pacemaker exhibited premature battery depletion. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient's had infection. It was also reported that the patient's right ventricular (rv) and right atrial (ra) leads had insulation damage. The patient also had experienced syncope. The pacemaker, the rv and the ra leads were explanted due to the infection. Patient status was unknown.